Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter and 127 mm length fusiform abdominal aortic aneurysm approximately three weeks ago. The proximal neck was curved (degree of angulated not provided). There was a lot of atheroma on the aortic arch. The aortic neck diameter was 23mm and it was 13mm in length. The left iliac diameter was 11-17mm and length of 50mm; right iliac diameter was 5mm above hypo and 7mm below hypo with length of 40mm. The bifurcated stent graft was implanted on the right side. An ipsilateral extension was also implanted. A contralateral limb and a contra extension limb were implanted on the left. It was reported that the post implant angiogram confirmed the presence of a type ia endoleak. The physician preformed touch-up with another manufacturer's balloon; however, the endoleak did not resolve. A palmaz stent was implanted proximally and the endoleak reduced slightly. The procedure was ended at this point and the physician decided to monitor the patient. The commented this was a difficult case and the endoleak could not be avoided. No additional clinical sequelae were reported.

Event description:
Additional information was received. It was reported the patient presented emergently to the hospital for a ruptured abdominal aortic aneurysm, possibly due to a proximal type I endoleak, seen at a previous follow up appointment. The aneurysm rupture caused detachment of the bare metal stent, which was previously implanted, from the vessel wall. Therefore, it was quite difficult to implant an endurant aortic extension. After the device extension implant, the patient went into cardiac arrest during touch-up, and passed away.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (angulated aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (angulated aortic neck).